Event description:
It was reported that there was noise on the "upper" lead and the device vibrated with an alert. It was also reported that the doctor did not know why there was noise and the lead is being monitored every three months. The family is unhappy with the frequent clinic visits and the related expenses. In the clinic the noise was not able to be reproduced. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6935, implanted: (B)(6) 2012; product ID cd2231, implanted: (B)(6) 2012. (B)(4).

Event description:
It was later reported that the lead was explanted and replaced.